Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care professional regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that the patient developed swelling and pain at the battery site. Contributing factors included having a recent implantable neurostimulator replacement. The patient had gone from a rechargeable implantable neurostimulator to a primary cell implantable neurostimulator, so the battery is larger. The patient was taken to an operating room and the seroma was evacuated. A post operation binder was giving to the patient to prevent this from happening again. The issue was not resolved at the time of the report. There were no further complications reported or anticipated.